Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient reported a fluid leak during treatment. Leak was observed in the tubing. It is unknown if the liberty cycler alarmed prior to the leak being observed. Follow up with the patient's peritoneal dialysis nurse (pdrn) indicate that the patient was asymptomatic and was not prescribed any antibiotics. Patient continues with treatment. Set was discarded.